Manufacturer narrative:
A review of the manufacturing records for the device is currently in process. An explant analysis for the returned device is currently in process.

Event description:
On (B)(6) 2006, a patient underwent a procedure of replacing the abdominal aorta with a thin-walled bifurcated gore-tex stretch vascular graft to repair the abdominal aortic aneurysm. (The procedure was performed at a different facility from the complainant institution.) On unk date of (B)(6) 2012, the patient complained of uncomfortable feeling at the abdomen and visited the facility that the procedure was performed. Examination identified a seroma formation and the patient was monitored. On (B)(6) 2013, the patient complained of abdominal pain and visited the complaint institution. CT images identified that the seroma remained, however, its size was unk. On (B)(6) 2013, CT images identified that the size of the seroma was 10.5cm x 8.7cm. On (B)(6) 2013, the gore-tex stretch graft was explanted and replaced with a dacron graft. The patient tolerated the procedure. It was reported to gore that the seroma was surrounding the thin-walled bifurcated gore-tex stretch vascular graft, and that the serum leakage was observed from the bifurcation. There was no infection reported. The graft was returned to gore for evaluation.